Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer reported that buttons began to scroll. Customer's blood glucose was 60 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.